Event description:
Ous MDR - after an implantation time of 17 days, it was reported that the patient experiences syncope in the doctor's office on 8 december. A heart-pressure massage was initiated immediately, and after 2 minutes, the patient was externally defibrillated. The patient was responsive again a short time later and was admitted to the intensive-care ward. It was reported that the ICD could no longer be interrogated. The ICD was explanted and returned to biotronik for analysis.

Manufacturer narrative:
The analysis of the ICD showed damage to the final shock stage due to a shock delivery into an external low-ohmic shock path. In agreement with the clinical observation, spark over traces were noted on the ICD housing, which indicate a damaged lead insulation in the area of the ICD pocket, which could be confirmed during the lead analysis. The triggering of an electrical fuse then resulted in the separation of the electrical module from the battery, so that interrogation was not possible. This is not a device malfunction.